Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they did not receive an audio alert from the g5 application for a hyperglycemic event that occurred on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they did not receive an audio alert from the g5 application for a hypoglycemic event that occurred on (B)(6) 2016. Patient went through the application settings and audio worked for high alerts when tested. Airplane was disabled, do not disturb was disabled but the issue was not resolved. Patient was advised to uninstall and re-install the application at their convenience. No medical intervention was reported. Additional event or patient information was not provided.